Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula. The patient's blood glucose level was 629 mg/dl and experienced diabetic ketoacidosis. The patient was taken to the emergency and stayed there for a few hours where intravenous insulin drip and some unspecified fluids were given. The health care professional confirmed the issue was due to a kinked cannula, which was observed after the removal of site for inspection. The patient looked pale, lethargic, and mildly dehydrated, when left the emergency room. Subsequently, the patient and was admitted in the intensive care unit and received intravenous insulin drip and some unspecified fluids as corrective treatment which resolved the issue. The infusion set was used for approximately 12 hours. The patient was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.